Event description:
Patient reported left side moderate breast pain. Patient also reported "fibromyalgia," which has been deemed not related to the device. Healthcare professional later reported capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ fibromyalgia-ndr: unable to observe. ¿ capsular contracture: unable to observe. As per the investigation procedure, observed an opening assessed as an unidentified (tear) opening, creases and wear abrasion were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported, left side moderate breast pain. Patient, also reported, "fibromyalgia". Which has been deemed, not related to the device. Healthcare professional, later reported, capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted.